Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the CT revealed that the stent graft migrated 2 cm distally with a proximal type I endoleak. Currently, the aneurysm is 7.1 cm in diameter. The physician elected to implant an endurant 28 bifurcated stent graft and the migration and proximal type I endoleak were resolved. The physician stated that the cause of the event was related to the patient's anatomy and disease progression. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.